Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the twin pass was used for medication administration prepped and flushed with no issues. The marker tip sheared where the wire comes out. It was separated in two pieces. The twin pass was not removed in its entirety- the piece broke off in the distal tip of the vessel and we were unable to retrieve it there was no resolution. The remaining part of the twin pass was removed and the sheared piece remained in the vessel."

Event description:
It was reported that: "the twin pass was used for medication administration prepped and flushed with no issues. The marker tip sheared where the wire comes out. It was separated in two pieces. The twin pass was not removed in its entirety: the piece broke off in the distal tip of the vessel and we were unable to retrieve it there was no resolution. The remaining part of the twin pass was removed and the sheared piece remained in the vessel."

Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.